Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire was stuck with the burr. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. Upon removing the rotalink plus, it was noted that the rotawire became stuck with the rotalink and the burr could not be removed. The devices were completely removed together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a rotablator plus device. The advancer unit and burr catheter were received together along with the proximal portion of the broken rotawire in the device. The device was soaked in hot water for a short time and the rotawire was removed from the rotablator device with little issue due to the numerous kinks along the wire. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the complete rotawire that was used during the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire was stuck with the burr. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. Upon removing the rotalink plus, it was noted that the rotawire became stuck with the rotalink and the burr could not be removed. The devices were completely removed together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.